Manufacturer narrative:
On 09/24/2020, the service provider provided the evaluation results, "first, combing through the event history, I can see that there was an initial completed infusion with 550.0ml vinf. There is also a second infusion I see in the history, not sure if someone else had begun one for test or if someone selected new infusion, but that vinf was only 3.8ml in total. Other than the event history, I have also run a flowrate test on the pump and it is definitely within the scope of our +/-5% specifications at 1.29% accuracy." The device meets the specification. The reported issue was not confirmed.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "vtbi did not match vinf. Pump was indicating the infusion was complete, but still had about 400ml left in the bag. Bag was initially filled to 550ml. Unsure if due to air in line or bag was overfilled. Patient had good pain relief. Not sure why the med bag still had 400ml of 550ml bag after 3 days of therapy. This was reported to julie knobler by marilyn berry. This pump was returned to infutronix solutions for evaluation." A patient was involved, but not harmed.